Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer later experienced low blood glucose of 52 mg/dl. A correction bolus was delivered to address high blood glucose and carbohydrates were consumed to address low blood glucose. Technical support helped customer update basal rate, correction factor, carbohydrate ratio, and target blood glucose settings while advising customer to consult healthcare provider about these changes.